Event description:
It was reported that a new peripherally inserted central catheter (PICC) was in use when the lumen became separated from the catheter. The nurse tied off the catheter and then removed the rest of the PICC line. Add'l info received on 07/28/2010 stated that on (B)(6) 2010 the catheter was placed into the patients' (pt.) Left true basilic vein and being administered was total parenteral nutrition (tpn), lipids for nutrition. The catheter was trimmed at 53 cm. In length, the interior measured 53cm and 0 external and the catheter was placed in the superior vena cava (svc). Pt was then released to go home. On (B)(6) 2010, the nurse made a f/u visit to pt's home. She observed that the lumen separated from the catheter at the juncture hub. Immediately, the nurse tied off the catheter and then removed the rest of the PICC. Pt was transported to the hospital on the same day and a new ask-15552-lm2 was placed in the same insertion site (same lot number). The readings of this catheter placement are the following: the internal measurement is now 52 cm, external measurement is now 51 cm; again the catheter placement was the svc. As a result, this catheter was successfully in place for 13 days and then it was removed due to therapy was complete. The outcome of the pt is okay.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.